Event description:
Boston scientific received information that this device provided 8 shocks in a single episode for supraventricular tachycardia (svt) which led to therapy exhaustion. The physician increased the programming for that zone, and there has been no further issues. No ablation has taken place as of yet, and we're unsure if there will be one after all. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.